Event description:
During surgery, the surgeon tried to turn the t-handle to push out the hook. However, the t-handle did not turn and the hook was not able to be pushed out from the tip of outer pin. After surgery while checking the function of t-handle he found that the t-handle does not always turn.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.